Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to a high blood glucose level of 566 mg/dl. The customer had a diabetic ketoacidosis. She was very confused and could not change the infusion set. The customer was wearing her insulin pump at the time of the emergency room visit. The product was not returned. Nothing further to report.